Manufacturer narrative:
The affected device was checked onsite and the log file was provided to the manufacturer for further analysis. Based on the log entries the problem could be confirmed and the root cause was determined to be a temporary deviation within the microcontroller system on the pcb control. In case of this deviation the device performs a software-controlled restart of the whole electronic system. During the restart the device generates a high-priority visual and audible alarm and opens the pneumatic system to allow for spontaneous breathing for the patient. After approximately 12 seconds the device continues ventilating the patient with the last settings. It was concluded that the single temporary deviation was solved by the restart. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device posted a device failure while in use. The user replaced the device. No patient injury was reported.